Manufacturer narrative:
Correction to d4. Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link t-connector was broken and leaked at the hub instead of flushing the intravenous line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.